Manufacturer narrative:
Follow-up # 1 ¿ (05/07/2014). The patient¿s meter has been returned on 4/23/2014 and evaluated by lifescan product analysis on 4/25/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2014 at 6:20pm. The patient manages her diabetes with insulin pump therapy and following the alleged meter issue, the patient reportedly continued with her usual dose of 6 units of insulin that day. As a result of the alleged meter issue, the patient claimed she developed (at an unspecified time later) symptoms of shaking and dizziness; however, the patient denied receiving any form of medical intervention. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and that the patient was using the correct test strips and proper testing procedure (per owner¿s manual recommendation). The csr also noted the patient was able to obtain a blood glucose reading during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.